Event description:
Follow up information received reported that impedance measurements in the event were within normal limits. It was confirmed that the patient had good stimulation coverage and that the pocket site (abdomen) was comfortable following the revision/replacement surgery. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was initially reported that the patient experienced a burning sensation at the implantable neurostimulator (ins) site. He also experienced extreme muscle spasms on right side about 3 to 5 inches from the lower back which started about (B)(6) 2011 after reprogramming by the company representative. This occurred even when the device was at 0.0 volts. The patient kept the ins turned off. Additional information received indicated that the patient had a revision of the ins pocket site. Pre-operative impedance measurements were reported as "fine". During the revision procedure, when the surgeon disconnected the ins from the extension component, he observed a "hole" in the clear portion of the header block. A new ins device was then implanted. Following the procedure, the patient had good stimulation and follow up contact indicated no issues. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 39286-65, serial# (B)(4), implanted: 2011 (B)(6), explanted: na, recharger: model 37752, serial# (B)(4), programmer: model 37743, serial# (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the battery, model #37712 / serial #(B)(4), found the device access hole adhesive cut. The connector block leakage test showed abnormal impedances from circuits 1, 4, and 9 indicating that there were leakage paths in the connector module area of the device. The feeds and/or balseal connectors for these three circuits align with the cuts in the access hole adhesive on the connector block.